Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's attorney: on (B)(6) 1999 - the pt underwent a sacrocolpopexy with marlex mesh prosthesis, halbans procedure, burch procedure, perivaginal repair, and cytoscopy with telescopy procedure. The pt's legal fact sheet alleges the pt suffered from pelvic organ prolapse and dyspareunia.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Medical records provided were limited to the pt implant procedure only. At this time no conclusions can be made. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted. (B)(4).